Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen via implantable pump. It was reported 'about 2-3 months ago, the patient had an internal defibrillator put in from. Suddenly, their spasticity was going through the roof. The patient would get thepump adjusted and after about 2 or 3 adjustments, everything gets back to normal, but then the spasticity goes through the roof again. It was noted this did not happen immediately after getting the defibrillator implanted, but it was happening in the last few months. It was noted the pump was down in the patient¿s gut by their belly button and the defibrillator was up on the side underneath the armpit. It was reported the patient had been in contact with the physician assistant who did all the management of the pump and they could adjust it, and the adjustment works, but now, all the sudden, they were back to the spasticity going crazy again. The patient has had to go back and try to readjust it. It was noted the patient heard multiple sclerosis (ms) was a progressive disease and maybe it's just progressing. The patient was sorting through to see if vitamin d levels or exercise levels, were contributing to the spasticity. Additional information was received from a healthcare provider on 2023-12-15, and it was reported the catheter port was accessed on (B)(6) 2023 and found to be occluded. The catheter seemed to be occluded and the patient would be seen by neurosurgery to plan for a catheter revision. The patient is taking oral baclofen and plan for catheter revision. At this time, the catheter remains implanted, awaiting catheter revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.